Event description:
The 3.4 inr with protime sys vs 6.0 inr with coaguchek system vs 8.0 with unspecified reference lab system. Pt therapeutic inr range not reported. No report of adverse event, serious injury, or interventions.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures. Method: no product returned from user facility. Results: customer complaint could not be confirmed. Method: no conclusion can be drawn.